Event description:
It was reported that an air in line alarm was going off 4 hours after infusion started. The patient started infusion of total parenteral nutrition (tpn) at 7:30 pm and the air in line alarm went off at 11:30 pm. Per reporter, patient changed tubing 2 times and alarm stopped, and this happened nightly for several weeks. There was no patient harm/adverse event reported.

Manufacturer narrative:
D4: possible lot number 4461409, 4468689 and 6012499. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.